Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection (1gm, discontinued, route, frequency and duration were not reported) and amikacin injection (500 mg, discontinued, route, frequency and duration were not reported followed by 100 mg in one bag, ongoing, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient has recovered from abdominal pain and was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: the patient was treated with forcan injection (dose, route, frequency and duration were not reported) for this event. Treatment with amikacin and forcan were ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.